Event description:
Customer used a lifestyles x-tra pleasure condom. After removal pt became swollen about three times the normal size (penis) and turned purple. Customer stated that this happen about three weeks prior to the complaint call. Customer rec'd medical attention for hospital. Customer has used other lifestyles brands before with no problems.